Event description:
The patient's mother reported that two months ago, the patient's catheter migrated out of the intrathecal space and the patient went into withdrawal. No symptoms were reported. She stated that the patient was medically managed and the issue was fixed. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.